Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator lead was not in the right place. Deep brain stimulation therapy did not help with the pt's symptoms much since initial implant. Therapy parameters were kept on a low setting because if they were increased they affected the pt's vision. A magnetic resonance imaging was done to confirm revision was necessary. A new device system was placed. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.